Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump broke. The insulin pump's screen is saying error. Nothing further reported.